Manufacturer narrative:
Concomitant medical products: (B)(4). Patient medications include but are not limited to: aspirin (81 mg), lisinopril (10 mg)) clopidogrel. A review of the manufacturing records for the devices verified the lots met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an aortic aneurysm involving the visceral branch vessels as part of the aaa 13-02 tambe ide study. It was reported that the procedure entailed implant of four gore® excluder® aaa contralateral leg endoprostheses. The procedure was successfully concluded with no reported complications or endoleak. The aneurysm at time of implant was reported to measure 73.omm. On (B)(6) 2016, CT performed by the site determined the maximum aneurysm diameter measured 081.0mm and a type ii endoleak is confirmed. The event is ongoing and no action was taken and no treatment is planned.

Manufacturer narrative:
Additional device associated with event: ceb231410c/13661690. (B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications.